Manufacturer narrative:
The following fields were updated due to additional information: b5: describe event or problem: it was reported that an as lvp 20d 2ss cv had flow issues during use. The following information was provided by the initial reporter: "secondary medication bag emptied immediately after initiating the infusion and drip chamber on the primary bag filled up." D2: medical device brand name: as lvp 20d 2ss cv d4: catalog # 2420-0007 d4: UDI # (B)(4). D10: device available for eval yes, d10: returned to manufacturer on: 2021-09-03 d11 concomitant med prod data: 11448964 sec set no ports w/hanger dehp free g.5. PMA / 510(k)#: k944320 h6: investigation summary one sample (model #2420-0007) was returned by the customer. It was reported that the secondary medication bag emptied immediately after initiating the infusion and drip chamber on the primary bag filled up. Inspection of the administration set showed no anomalies. Concentricity testing showed the administration set was within dimensional specification for concentricity. Backflow testing showed the administration set did not backflow from the secondary to the primary. The complaint could not be verified because the failure could not be replicated. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. A root cause could not be determined because the failure could not be replicated. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that an as lvp 20d 2ss cv had flow issues during use. The following information was provided by the initial reporter: "secondary medication bag emptied immediately after initiating the infusion and drip chamber on the primary bag filled up."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified bd infusion set had flow issues during use. The following information was provided by the initial reporter: "secondary medication bag emptied immediately after initiating the infusion and drip chamber on the primary bag filled up."